Event description:
The customer reported that a rack with network equipment associated with their philips information center ix (pic ix) system came off of the wall. It is unknown if the device was in use at time of event. No adverse event or patient impact was reported.